Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported death and cardiac tamponade were due to the reported pericardial effusion. However, a cause for the reported pericardial effusion cannot be determined. Pericardial effusion, death, and cardiac are listed in the instructions for use (IFU) as known possible complications associated with the mitraclip procedures. The reported unexpected medical interventions and medication required were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This is filed to report a patient death. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3-4. A steerable guide catheter (sgc) and a mitraclip ntw were selected for treatment, but a pericardial effusion at the posterior wall of the left atrium occurred. Aspiration was attempted but was not successful due to the leak being too large. The pericardial effusion led to cardiac tamponade. Heparin was administered during the procedure. CPR was performed but was not successful. No clips were implanted, and the mr remained at grade 3-4. The patient died. The cause of death was due to pericardial effusion. No additional information was provided.